Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Uterine/bowel injuries are known complications of an endometrial ablation procedure and addressed in the operator's manual and instructions for use, among other including the statements: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay./symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay.

Event description:
It was reported that user performed a laparoscopic tubal ligation, diagnostic hysteroscopy, and endometrial ablation in a patient suffering from aub (e). At the time of endometrial ablation the device was deployed just over the red/green demarcation line, indicating possible malposition of the device. Ablation was conducted. Three days after the procedure the patient went to the ER complaining of bleeding and abdominal pain. Wbc was 15. CT scan was performed and fluid was seen in the abdominal and uterine cavity as well as a track (potentially a uterine perforation). Patient underwent secondary surgery. A transmural unintended thermal effect on the uterus and bowel was seen. Bowel resection was performed.